Event description:
Thrombus was found in the cypher about seven weeks after the procedure.

Manufacturer narrative:
This patient presented to cath for elective treatment of a de novo lesion in the proximal lad of 18mm in length in a 3.0mm vessel diameter at a bifurcation. The (b2) lesion was also eccentric. Pre-dilation was conducted with a 3.0x20mm balloon at 10 am before deploying one 3.0x23mm cypher at 10 atm. Post-dilation was not conducted. Ivus was not conducted. Timi flow before the procedure was 1 and 3 after the procedure. The residual diameter stenosis measured 0 %. Act was not measured. Approximately seven weeks later, the patient was hospitalized for cardiac failure. Pleural effusion was observed. Follow-up coronary angiograph was conducted, and thrombus was observed in the distally implanted cypher. No treatment was conducted and CABG was scheduled for 2 1/2 weeks later. This product is not available testing and evaluation. Please note that this product, lot no. I0106119) is not distributed in the united states. However, it is similar to the united states distributed product, cxs23300.